Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had lose image. The event had occurred during colonoscopy diagnostic procedure while the patient was under sedation. The procedure was completed using similar device. There were no reports of patient involvement.